Manufacturer narrative:
Product evaluated by account. Result: load cells. Conclusion code: load cells replaced by account.

Event description:
It was reported by customer account that the load cells were replaced. No patient involvement or adverse consequences were reported.